Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data indicated the analysis event has an unorganized waveform (fluctuations) during the first two segments which resulted in vf. These waveform fluctuations greatly influenced the key metrics associated with determining shockability and resulted in the analysis algorithm identifying the rhythm as shockable. The report concluded that the device performed as designed and configured, and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm clinicians believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.